Manufacturer narrative:
No product has been returned. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that following implant of this bioprosthetic valve, the valve was not closing completely. The valve was explanted and replaced with another valve of the same size and model. No adverse patient effects were reported.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.